Event description:
The itrack advance was intubated into schlemm's canal without issue. Then during retraction and before viscodilation the catheter broke and a part remained in the patients eye. The surgeon retrieved and removed the broken piece of catheter from the patients eye.

Manufacturer narrative:
Foreign incident. Non-USA UDI associated with this incident due to translated labelling provided ous. Device is equivalent to that sold in USA. This incident related to product manufactured prior to (B)(6) 2024. Nova eye has completed a root cause investigation into the cause of reports of itrack advance catheter breakages in itrack advance devices manufactured prior to (B)(6) 2024 and identified and implemented applicable corrective actions. Nova eye will continue to monitor all product feedback to confirm the effectiveness of the actions taken.